Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button issues and were hard to press. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump was locked and was non responsive and the back light was dimmer, had to prime and rewind more than once couple times. The device will not be returned for analysis.